Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that during the follow-up performed on (B)(6) 2017, atrial and ventricular oversensing from unknown origin were observed in some episodes. Shock and atp therapies were deactivated. Reportedly, the coil continuity curve was empty. Preliminary analysis confirmed the reported behavior. The observed atrial and ventricular oversensing most probably resulted from 50hz electromagnetic interferences. The coil continuity curve was empty because no continuity measurement is performed when shocks are deactivated, as specified.

Event description:
It was reported that during the follow-up performed on (B)(6) 2017, atrial and ventricular oversensing from unknown origin were observed in some episodes. Shock and atp therapies were deactivated. Reportedly, the coil continuity curve was empty. Preliminary analysis confirmed the reported behavior. The observed atrial and ventricular oversensing most probably resulted from 50hz electromagnetic interferences. The coil continuity curve was empty because no continuity measurement is performed when shocks are deactivated, as specified.